Event description:
It was reported that during an implant procedure, low impedance and undersensing issues were observed on newly implanted right atrial lead. Physician took out the lead and re-positioned it again, but the issues were not resolved. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.